Manufacturer narrative:
Patient information is unknown. Additional product codes: kwp, mnh, mni. (Reported same day as implant date). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the screw head disassembled from the screw shaft during a removal procedure. This procedure occurred the same day the screw had been implanted because the screw was not in a good position. No fragments were generated. The procedure was successfully completed with a two (2) minute surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review: brandywine DHR review: part no.: 04.614.336; lot no.: 5787675; manufacturing location: (B)(4); release to warehouse date: may 21, 2008; expiration date: n/a - non-sterile part. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Investigation summary: complaint summary: disassembling of screw head and screw shaft during pulling out the screw. This was a removal surgery, performed on the same day, as the screw was not in good position. The procedure was completed successfully with 2 minutes delay. No fragments were generated. Flow: device interaction/functional. Visual inspection: the 3.5 mm ti cortex polyaxial shaft screw 36mm (part # 04.614.336, lot # 5787675, mfg # 21-may-08) was received at us cq with the screw body and the screw shaft separated. The complaint states that the screw head and screw shaft disassembled while the screw was being pulled out therefore the complaint can be confirmed since the screw body and screw shaft were received separated. There is minimal wear on the screw body and screw shaft, there are signs that the screw has been implanted and explanted. Functional test: a functional test was completed at us customer quality (cq) and the screw body and the screw shaft cannot be put back together even with significant force. The complaint was not able to be replicated since us cq cannot put the screw back together and then pull it apart again. However, the complaint condition can be confirmed since it was received separated. Dimensional inspection: dimensional analysis was completed, the diameter of the screw head measured 4.69 mm (caliper ca215p). This is within specification of 4.69 mm ± 0.1, based on the design drawing. Dimensional analysis was not performed on the bushing since the dimensions on the drawing apply to the pre-assembled sub-component. Any measurements taken post-manufacturing may not be accurate. Document/specification review: the relevant design drawings was reviewed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the cortex polyaxial screw (part # 04.614.336, lot # 5787675) was received with the screw head and the screw shaft separated. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is to capture the screw head disassembling from the screw shaft. The screw not being a good position requiring a same day revision procedure is being captured on related complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: brandywine DHR review: part: 04.614.33; lot: 5787675; manufacturing location: brandywine; release to warehouse date: may 21, 2008; expiration date: n/a - non-sterile part; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.